Manufacturer narrative:
The sundt internal w/non-reinforced segment 3mm x 4m (nl8505060) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, the device history record (DHR) did not identify any anomaly during the manufacturing and packaging process that could be related to the reported condition the root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the physician attempted to use a carotid sundt internal w/non-reinforced segment 3mm x 4m (nl8505060), but observed that it was defective as the tubing looked "melted" in one area. Additional information has been requested.